Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of the heavily calcified, right femoral artery after an interventional procedure. Reportedly, the sutures broke when the knot was tightened (too much pressure applied). Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.